Event description:
It was reported that during the implant procedure; difficulty inserting the lead pin into the connector port was experienced with the cardiac resynchronization therapy defibrillator (crt-d). The right ventricular (rv) and right atrial (ra) lead were successfully connected to the crt-d. However, when the left ventricular (lv) lead was attempted to be connected; the wrench failed to be seated into the setscrew. A new setscrew was attempted to be seated; however the same issue occurred. The decision was made to remove the crt-d and replace with a new device. When removing the rv lead from the header, the setscrew had trouble disconnecting from the header. Eventually, the rv lead was able to be disconnected and the rv, ra, and lv leads were connected to the new crt-d. The new crt-d setscrews worked as normal and post op testing of the leads verified normal lead performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.